Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.